Event description:
On (B)(6) 2024, perceval plus size l was attempted to be implanted. Reportedly, the device was collapsed with relyon system without any issues. Guiding sutures were placed in eyelets and valve was deployed into place without issue. Position of the valve was inspected, and no issues were detected. Thus, the valve was ballooned for 30s at 4 atm¿s. Then, aorta was closed, and they began to perform the CABG. Once CABG was performed clamp was removed, and the refill process was started. Patient required 2-3 shocks to get a rhythm. They de-aired with a 19ga needle. No leaks or ar was observed in the echo. All of the sudden surgeon called for a ballon pump and the ballon pump was inserted into the patient's rt groin. At this point, significant regurgitation was noted. The reason for this regurgitation was unknown since before inserting the pump, no leakage was present. As such, they decided to re-clamp and replace the perceval with a 23 mm inspiris valve. Based on the further information received, no malfunction with the device was noted, and patient's outcome was good. Reportedly, annulus was measured as 22.0mm, stj was 25.6, and ratio was 1.16.